Event description:
It was reported the patient had his spp removed and replaced due to "sizing". The original implant used 16cm x 12mm cylinders with 2.0 cm rear tip extenders (rtes). The physician reimplanted 16cm x 12mm cylinder device and did not use any rtes. No patient complications were reported in relation to this event.